Event description:
The customer reported that the surgeon opened the jaws of the device, noticed that the knife was already extended. No other information was available. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.